Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer was unable to open the instrument tips on both instruments installed on universal surgical manipulator (usm) #3 and usm #4. The procedure was continued and completed without further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the procedure was converted to traditional laparoscopic surgery and completed successfully. The user disabled the usm due to the issue. The reporter clarified that although the surgery was converted to traditional laparoscopic surgery, they still used the da vinci endoscope during the laparoscopic surgery. The reporter confirmed that the user was unable to open the instrument tips on both instruments located on usm #3 and usm #4 during the procedure. The system was checked upon powering up, and no issues were detected. The reporter confirmed that there was no patient injury. The reporter confirmed that one port was added when the surgery was converted to traditional laparoscopic surgery. The customer was able to subsequently use an instrument release kit (irk) to remove one of the instruments from a usm. It is unclear how the customer was able to remove the second instrument from the other usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The mtm2 was returned for failure analysis, and the reported failure was able to be reproduced during visual inspection.